Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a concentric lesion located in a coronary artery that was heavily calcified. When the lesion was pre-dilated with the nc traveler 3.5 x 15 mm balloon dilatation catheter, the balloon ruptured at an unknown atmosphere. There was resistance met with the lesion during advancement, however no resistance during removal. The device was prepped according to the instructions for use with no issue or leak noted during preparation. The device was replaced with a non-abbott balloon and a stent was deployed to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.